Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported via healthcare provider a "ruptured saline allergan implant" that will be captured as deflation. Healthcare provider noted ¿valve area: hole on valve side¿. This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported right side "ruptured saline allergan implant" that will be captured as deflation. Healthcare professional noted ¿valve area: hole on valve side¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, e2, e3, h3, h6.